Manufacturer narrative:
(B)(4). Originally implanted on an unknown date. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The patient underwent revision of a tfna nail due to nonunion and broken nail. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 26-feb-2016 , expiration date: 31-jan-2026 . Part #: 04.037.165s, lot#: h044258 (sterile) - 11mm/130 deg ti cann tfna 440mm/left- sterile. Qty. 6. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. Inspection sheet for tfna assembly inspection ,met specification. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9784614, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 7921061 , 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9981032 , 21127 - raw material lot bp-80 lot ¿ 7629515. Raw material ((B)(4)) was received from (B)(4). Certificate of analysis received for (B)(4) from (B)(4) meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Ethicon ((B)(4)), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a tfna nail due to nonunion and broken nail. The nail, helical blade, and distal screw were originally implanted on an unknown date. The broken nail and intact helical blade and distal screw were removed and replaced with a 110 degree angle blade plate and various screws. The procedure was successfully completed with no delay and successful patient outcome. This complaint involves one device. Concomittant medical devices unknown helical blade (part number unknown, lot number unknown, quantity 1) , unknown distal screw (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).